Manufacturer narrative:
The meter was returned for investigation. The device could not be turned on. A visual examination of the device determined the battery contacts and circuit board were contaminated by a liquid (leaked battery) which penetrated and corroded the contacts. This affects the battery contacts on the circuit board, which are interrupted by this and the contacts of the conductive rubber. This caused the observed issue. The contamination would be related to a handling error. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. The occupation is lay user/patient.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The meter batteries were changed and the date and time were set on the meter. After this, the meter date would go back to "00-12-31" and display "set". It was confirmed there was no moisture or contamination in the battery compartment of the meter. The meter battery contacts were cleaned with an eraser. Batteries were also changed again. When attempting to set the date on the meter, the meter powered off and then on again. When a display check of the meter was performed, the first "8" in the results field of the display was missing a segment. There was no moisture or contamination under the test strip guide cover.